Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. The returned device had foreign material in the connector. The returned device indicated the set screw was found in the connector bore. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) measured high impedance in the superior vena cava (svc) high voltage coil. The physician believes the high svc impedance was a result of an issue with the device header port. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.